Manufacturer narrative:
The device remins functioning in the patient. A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: two additional gore tag thoracic endoprostheses were implanted (tg3715/lot#04181130 and tg3115/lot#03982480) and a gore tri-lobe balloon catheter was used during the procedure.

Event description:
In 2006, a patient presented with a ruptured aortic aneurysm and three gore tag thoracic endoprostheses were implanted. The first device was ballooned with a gore tri-lobe balloon catheter and the second and third devices were ballooned with a medtronic reliant balloon catheter. Postoperatively, the patient had a stroke and was subsequently transferred to a nursing home. The patient was at a high risk for stroke due to heavy calcification and thrombus in the aortic arch. The physician believes that the event was procedure related. Currently, the patient is coherent and undergoing rehabilitation.